Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system gave a localizer faulted message during set-up of an electromagnetic procedure. No patient was present. During troubleshooting, the manufacturer representative (rep) found that the breakout box (bob) showed it was faulted in the tracking details. The emitter was off. There was no option to toggle the emitter on. The rep tried another emitter with the faulted bob. It still showed the emitter was off. They tried another breakout box (bob). The localizer faulted message went away, and the option to toggle on the emitter appeared. The rep pulled up the print camera diagnostics. Status of em showed the following findings: status: faulted, amplifiers: faulted, bob: faulted, controller: connected, tca: connected, port 1 (which had a tool connected): connected, all other ports (which had no tools connected): disconnected. Diagnostics did not show any system faults or tool faults.

Manufacturer narrative:
H3, h6: the device was evaluated in the field by the manufacturer. The breakout box was replaced. The system then functioned as intended. Codes b01, c13, and d02 are applicable. The breakout box was then returned to the manufacturer. Product analysis concluded there were em localizer components damaged. Upon connection to the lat station for testing, the interface faulted immediately. It was then connected to the emtest system but failed to establish a connection. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, lot #: 1600645720. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.